Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
This report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05409 and 3005099803-2009-05413 for the associated device reports. It was reported to boston scientific corporation, that three resolution clip devices were used during a colonoscopy to control bleeding after a polypectomy of a single poly, performed on (B)(6), 2009 (pt's age reported as over 18 years). According to the complainant, there were three clip placement attempts. With each attempt, they clicked once to lock the device, and clicked a second time to release the clip. When attempting to pull the catheter away from the clip site, the jaws of the clip reopened and fell off inside the pt. The clips were left inside the pt to pass naturally. The doctor believes he bit into too much tissue with each clip thereby, making the clips fall off. They did not use any additional devices to close the bleed, and allowed the site to heal on its own. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.